Event description:
It was reported in clinic the patient received inappropriate atp therapy for supraventricular tachycardia. Programming changes have recommended. The patient condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.